Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the biocath foley catheter was placed at the end of the afternoon and the balloon was inflated with 10 ml of water used for injection purpose. It was stated that after the patient went to home, the balloon burst inside the bladder during the night and the patient lost the catheter. The patient explained that the color of the catheter was methylene blue. It was mentioned that there was a risk of urinary retention.

Manufacturer narrative:
The reported event was confirmed and the cause was unknown. A potential root cause for this failure mode could be low latex viscosity, short latex dwell time, latex dip speed out too slow causing thin sac. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. If the package is opened or if any imperfection or surface deterioration is observed, do not use. Proper techniques for urinary catheter insertion - perform hand hygiene immediately before and after insertion - insert urinary catheters using aseptic techniques and sterile equipments - use the smallest foley catheter possible, consistent with good drainage. - document the indications of catheter insertion, date and time of catheter insertion, individual who inserted catheter, and date and time of catheter removal in the patient record." Correction: d, h h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the biocath foley catheter was placed at the end of the afternoon and the balloon was inflated with 10 ml of water used for injection purpose. It was stated that after the patient went to home, the balloon burst inside the bladder during the night and the patient lost the catheter. The patient explained that the color of the catheter was methylene blue. It was mentioned that there was a risk of urinary retention. Per follow up information received via ibc on 18oct2022, it was stated that the patient was taking methylene blue by mouth and this drug turned the urine blue. The patient had to return to the clinic for a new urinary catherization and was at the risk of urinary retention during the time the patient was without a catheter. Eppi refers to the water for injection which was sterile.